Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The formed needle and bottom housing were inspected for defects that could cause skin irritation and no defects were found. The cause of the skin irritation could not be conclusively determined. An 0x33 alarm was generated. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun data did not produce any alarms, timeouts, or drive stalls. The device was inspected and no defects were found that would contribute to the alarm. The cause of the alarm can not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and in the infusion site appeared irritated. As treatment, a new pod was placed and a 4-unit bolus was given.